Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "while inserting the balloon through sheath membrane getting blower unable to insert further". Additional information states the iab catheter was removed and replaced, it is unknown the site of the second catheter. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If fu rther information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the supplied teflon sheath was noted on the iabc bladder; the entire sheath extrusion was noted damaged consistent with being buckled. The one-way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The visible sec-tion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, no visual damage or abnormalities noted to the iabc. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 26.8cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No re-sistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "while inserting the balloon through sheath membrane getting blow-ER unable to insert further" is confirmed. During the investigation, a puncture consistent with con-tact from a sharp object, was found the on the iabc bladder. The damaged bladder can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iab catheter. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifica-tions were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that: "while inserting the balloon through sheath membrane getting blower unable to insert further". Additional info rmaiton states the iab catheter was removed and replaced, it is unknown the site of the second catheter. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If fu rther information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4) the reported complaint of iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that: "while inserting the balloon through sheath membrane getting blower unable to insert further". Additional information states the iab catheter was removed and replaced, it is unknown the site of the second catheter. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.